Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
The consumer stated that upon removal the inner core of the tampon pulled out leaving the outer cover inside. She indicated that the event occurred with four tampons used. She is fairly confident she was able to remove the remaining pieces and did not seek medical assistance. No further information is available at this time.